Event description:
Customer reported device =>200 mg/dl. Customer's family member took patient to the hospital. Hospital = 108 mg/dl. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.